Event description:
It was reported that during a surgical procedure, the bur broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: UDI is unknown as the lot number was not reported.

Event description:
It was reported that during a surgical procedure, the bur broke. The procedure was completed successfully; no further information was available.

Manufacturer narrative:
Correction: b5 executive summary h6; health effect - clinical code and health effect - impact code additional information: h6; the quality investigation is complete.